Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event based on additional information. This product did not cause or contribute to the reported event. The initial report submitted needs to be voided.

Manufacturer narrative:
Complaint (B)(4). D10 ¿ medical products: item# ni, lot# ni, unknown ribfix blu 10 hole. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent an initial procedure. Subsequently, the patient was revised due to clicking and popping, lung herniation, and implanted plate fracture. All plates and screws were removed during the revision, and the patient was implanted with a bridge.